Manufacturer narrative:
At the time of this report, the device was not returned to ascent healthcare solutions for eval. If the device is returned, an investigation will be completed and a follow-up MDR will be submitted. The date of event is unk.

Event description:
The device emitted metal shavings during the procedure. It is unk if the shavings were removed.